Manufacturer narrative:
The implantable neurostimulator (ins) was returned for analysis. Final device analysis revealed no anomaly found. The ins was functionally ok.

Event description:
The product was returned from a mortuary with no information. The manufacturer's device tracking system indicated the patient had expired. Additional information has been requested, but was not available as of the date of this report.